Manufacturer narrative:
E1: patient city: kraaifontein. Patient country: south africa. Name medtronic minimed . Street 18000 devonshire street. City northridge. State ca. Zip code91325. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
On (B)(6) 2026, the patient experienced an event where there was a blockage in the tubing since insulin did not exit with plunger.